Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An insertion issue was reported with the abbott diabetes care (adc) device. A customer reported that when the adc device was attached, an "applicator's needle stuck on her arm after insertion". The customer was asymptomatic and was able to remove the needle from their arm. No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.